Manufacturer narrative:
Approximate age of device 3 years 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2013. It was reported that the patient presented to the emergency room (ER) on (B)(6) 2017 with an embolic stroke. A large ischemic cerebrovascular accident (cva) was noted on computed tomography (CT) scan. Patient was moved to hospice care and expired on (B)(6) 2017.